Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons were sticking and having delayed response for two months. The keypad was reportedly intact and the pump was not exposed to water but condensation was allegedly noted behind the display screen. The patient reportedly wore the pump on the waist and cleaned it with a damp cloth or paper towel.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.